Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (B)(4) that was used with the complaint device was provided for investigation on (B)(6) 2015. The device passed external visual inspection and global receiver functional testing. A review of the receiver data log resulted in no hardware or firmware failures related to the customer complaint. However the data log confirmed cgm inaccuracies. The customer complaint was confirmed. A root cause could not be determined.